Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the facility performed sterilization without attaching the sterilization cap to the venting connector at the time of sterilization. The event can be detected/prevented by following the instructions for use which state: "when performing sterrad 50/100s/200/nx sterilization, the sterilization cap (maj-1538) must be attached to the venting connector. If sterrad 50/100s/200/nx sterilization is performed without the sterilization cap, air sealed inside the endoscope may expand and a rupture of the bending section material may occur. Sterilization cap (maj-1538) must be attached to the venting connector prior to performing ethylene oxide gas sterilization. If ethylene oxide gas sterilization is performed without the sterilization cap, air sealed inside the endoscope may expand and the material of the bending section may rapture." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that they reprocessed their cysto-nephro videoscope without putting a cap on it, in accordance with the proper reprocessing procedure for the device. The device was therefore reprocessed incorrectly. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the following additional findings were also noted: assorted scratches, dents, wrinkles, chips, poor movement of the angulation lever due to physical damage, due to wear of the angle wire bending angle in the up direction did not meet the standard value, inability to insert forceps or cleaning brush smoothly due to physical damage of the instrument tube, and the direction of the rubber cover of the forceps channel port was different. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.